Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: p elite ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 70cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 28 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 28 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.